Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner meal announcements upon returning from a period of increased eating while on vacation, noting that breakfast and lunch dosing remained acceptable and that she did not wish to reset the ilet. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education by customer care with planned outreach to clinical support. Investigation of this case revealed no device malfunction reported and an unclear cause, with the scenario consistent with adaptive insulin delivery responding to recent higher intake and resulting in lower glucose when dinner intake decreased. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.